Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the doctor tried to re-insert the stylet and pushed it through one of the arterial vent holes. There was a delay of approx two minutes. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt. Per clinical review on (B)(6) 2013: the cardiovascular (cv) surgeon needed to reposition the vent catheter/cannula. The stylet was re-inserted and was pushed through one of the side holes of the vent catheter/cannula (and not the tip). The stylet was removed, and the vent catheter/cannula was removed and replaced with another vent. There was no injury to the heart. There was a delay of two minutes in the procedure, as the vent was replaced. There was no loss of blood and the case was completed successfully. There was no harm observed of the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.